Event description:
It was reported that during the implant procedure the is-1 setscrew was not functional on the implantable cardioverter defibrillator (ICD). The physician broke a screw driver attempting to tighten the setscrew. The device was not implanted as the lead could not be successfully connected thus they were unable to establish appropriate capture thresholds. This device was attempted and not implanted. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during the implant procedure the is-1 setscrew was not functional on the implantable cardioverter defibrillator (ICD). The physician broke a screw driver attempting to tighten the setscrew. The device was not implanted as the lead could not be successfully connected thus they were unable to establish appropriate capture thresholds. This device was attempted and not implanted. No adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory visual inspection noted that the rv setscrew was stuck above the terminal block with a piece of a broken hex wrench stuck inside the setscrew. High power visual inspection of the hex wrench piece noted that it broke off in the counterclockwise direction. The device was not able to be put through the automated test due to the stuck setscrew. Analysis findings determined that the observed damage was unintentionally induced and not due to a product defect or malfunction.